Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was observed for inspection and it was noticed that it was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. There was blood in and on the delivery tube. The slide lock was dis-engaged and the plunger was fully depressed on the delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. There were traces of blood on the seal. There was no crack or delamination observed in the seal. We were unable to measure the dimensions of the delivery tube because of the presence of blood inside the delivery tube. Based on the return condition of the device, we were unable to confirm the complaint.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was observed for inspection and it was noticed that it was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.